Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found no issues. The customer's complaint was not confirmed. Preventative maintenance was performed.

Event description:
It was reported that the device failed accuracy tests, both gravimetric and volumetric tests (gave. Inaccuracy volume of 1.38ml = 6.9%). There was no patient involvement, and no harm/adverse event was reported.